Event description:
It was reported that the pt experienced low back pain near the ins site. The device was noted to be off. The pt was unsure how the ins turned off. The pt recently had returned to work, where there existed a security door to walk through. The pt stated that once the ins was turned on, the back pain decreased seventy five percent. No further details, pt symptoms or outcome were provided.

Manufacturer narrative:
(B)(4).